Manufacturer narrative:
Patient medications: (B)(6).

Event description:
On (B)(6) 2019, a patient underwent treatment of a thoracic aortic aneurysm, zone 2, with gore® tag® thoracic branch endoprostheses. A modular device consisting of the: aortic (tsa) component, the side branch (tsb) component, an optional aortic extender (te) component and the gore® dryseal sheath side branch introducer sheath (bnd). The components may be used alone or in conjunction with commercially available devices. A gore® dryseal flex sheath was utilized for access. It was reported that at some time during the procedure, the left iliac ruptured and was contributed to the use of the gore® dryseal flex sheath. A stent was implanted and the rupture was contained. The patient tolerated the procedure.